Event description:
Bilateral major effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a rheumatologist regarding a male pt, initials not provided. The pt received a synvisc-one injection into each knee (date not provided). The physician reported that following the injections, the pt experienced bilateral major effusion (date not provided). The product lot number was not reported. At the time of this report, the outcome of the pt was unk. Add'l info was received on (B)(6) 2011 from the rheumatologist, who reported that the pt's effusion on his left knee required intervention in the form of joint lavage under control imaging (date not provided). The reporter did not assess the relationship between the event and synvisc-one. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered.

Manufacturer narrative:
Eval summary: add'l info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.